Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; this report will remain blank. P110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system. Thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment.  The thv can be retrieved through sheath only before thv deployment (still crimped):  verify the flex catheter is completely unflexed, ensure the thv (still crimped)  is centered on the flex tip, ensure delivery system is locked,  verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip,  ensure the edwards logo on the sheath handle is facing upward,  withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. In this case, the article is vague in it¿s description of the exact cause of the event.  Attempts were made to reach the author without any response to gain further clarification. The cause of the rvot residual gradient cannot be determine from the information available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: kenny d, morgan gj, murphy m, alalwi k, giugno l, zablah j, carminati m, walsh k. Use of 65 cm large caliber dryseal sheaths to facilitate delivery of the edwards sapien valve to dysfunctional right ventricular outflow tracts. Catheter cardiovasc interv. 2019 sep 1;94(3):409-413. Doi: 10.1002/ccd.28409. Epub 2019 aug 13. Pubmed pmid: 31408262.

Event description:
Through the review of the medical article by our affiliates in (B)(6): "use of 65 cm large caliber dryseal sheaths to facilitate delivery of the edwards sapien valve to dysfunctional right ventricular outflow tracts". Corresponding author kevin walsh, the following events were identified: retrospective analysis of all patients from three large congenital heart centers undergoing transcatheter pulmonary valve replacement (tpvr) with the edwards sapien valve (sapien xt and s3 valves) delivered with the 65 cm gore dryseal sheath. One patient required a second valve due to residual subvalvar rvot stenosis. This patient ultimately required surgery for residual rvot gradient secondary to a complex rvot membrane.